Event description:
Customer reported was having issues with high blood glucose. Customer reported current blood glucose was 409 mg/dl and it went down. Customer reported on (B)(6) she was experiencing high blood glucose of 265 mg/dl did a set change and it lowered to 216 mg/dl. Troubleshooting was performed. Blood glucose of 300 mg/dl was reported. Drive support cap was reported normal. No air bubbles or leaks were noted. Manual prime was performed and insulin did exit. Settings were correct. High pressure test was performed and device passed. Cannula was not bent or occluded. Customer was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.